Event description:
Found a small piece of hair when they opened the box before the surgery. No pt involvement since the event occurred during the preparation of the surgery. Another identical device was immediately available and the surgery was completed as originally planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.